Manufacturer narrative:
The product was not returned. Although requested, the lot number was not provided, therefore the UDI-pi is not available. Without a lot number, no device history record review could be conducted. The most probable root cause of this event is unknown/inconclusive. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
A user facility in the netherlands reported that the laser output was too low. Settings were adjusted to the highest and there was no stable output. As a result, the patient experienced a retinal burn.

Manufacturer narrative:
Additional information: section b5. The investigation is complete.

Event description:
Additional information was received. The corneal burn caused permanent loss (a blind spot) on the place the retina was burned with the laser. There was no overall loss of vision.